Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Per (B)(4): during a percutaneous nephrostolithotomy procedure, it was noted that some bluish and metal particles were coming off from the amplatz stiff guidewire, while the surgeon was using the ultrasonic pneumatic lithotriptor (boston scientific). Event abated after use stopped or dose reduced: yes. Patient outcome was not provided by the reporter.